Event description:
The MFR received notification that a size 23 supra annular aortic cphv was implanted in 2000 in a pt who sufferred from aortic stenosis and coronary artery disease. On 03/18, the pt suffered cardiac tamponade which was relieved through a subxiphold window. Transesophageal echo at that time showed valve leaflets to be performing well. Near the end of march, the pt experienced shortness of breath. Fluroscopy was obtained showing a stuck leaflet. Near the end of march the pt was reoperated due to high gradient. The surgeon saw that the valve leaflets appeared to be functioning well but chose to replace it with a tissue valve.